Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) (B) (4) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The pt reported that on (B) (6) 2010 at 4:30pm she obtained an alleged high blood glucose reading of "9.2 mmol/l (166 mg/dl)" with the subject meter. The csr noted that the pt manages her diabetes by taking a set dose of humulin and lantus. The pt stated that late afternoon she took her usual fixed amount of insulin (5u of rapid). Approximately 35 minutes later, the pt reported developing symptoms of "sleepy, twitching, and non responsive." At the onset of symptoms, the pt claimed her blood glucose was "2.1 mmol/l (38 mg/dl)" when tested with her backup meter (onetouch ultramini) and reportedly was treated with glucose gel by an hcp at 5:12pm since she was unable to treat herself. The pt denied making any changes to her diabetes regimen, activity level, or diet prior to the onset of symptoms. It is not known what contributed to the pt's symptoms that evening. At the time of troubleshooting, the csr noted that a control solution test performed on the subject meter fell within the specified control range. This complaint is being reported because the pt reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.